Event description:
A customer observed repeatable false positive total b-hcg results on samples from one pt. Biased results were reported, and physician action was taken. There was no report of pt harm as the result of this event.